Event description:
This is a spontaneous report received by baxter (B)(4). The patient had connection issues with the cassette. During the priming phase, the liquid began to pass through the line, but it was disconnected from the bag and the liquid leaked onto the floor. The patient reviewed all the cassettes she had at home and would send 2 companion samples with the same issue. This medical device report is for companion sample 2 of 2 with the same issue.

Manufacturer narrative:
(B)(4). This complaint was confirmed on the received actual and companion samples. No root cause was determined. During visual inspection, it was observed that one of the solvent bonded tubing at the 5 port manifold port was detached. Push pull test by hand was performed and dimensional test was performed. The manufacturing processes were reviewed and no abnormality observed. Per sample evaluation, defect occurred likely due to handling of 2 tubings by the operator during manual assembly. Corrections were performed as such: 1) the standard operating procedure was updated (B)(4) 2010 to indicate 1 tubing is to be handled each time during manual solvent bond. 2) feedback was communicated to the supplier on 08/20/2010. This affected batch was produced before the implementation. A batch review was performed with no issues noted. Per the complaint information, the liquid begins to pass through the line and got disconnected from the bag and the liquid leaked on the floor. Customer reviewed all the cassettes she has at home and send 2 companion samples with the same issue. Labeling review was found adequate for the potential use error in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the united states and does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.